Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 19, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and damage was observed on one haptic. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint folder was received for this po. However, these complaint issues reported are not related. Therefore, based on the complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient¿s right eye in a secondary surgical procedure due to mechanical complications. The patient experienced multifocal intolerance with contrast issues and glare, which affected daily activities such as driving and reading. No loss of two or more lines of bscva (best spectacle-corrected visual acuity) was reported. Pre-op refraction and bscva were +0.75-0.25x090, 20/15; post-op were +1.00-0.50x80, 20/20-2. The intended target refraction was plano. It was indicated that the patient had no pre-existing condition that would have affected the calculation. The account suspects that the device caused or contributed to the event. A non¿johnson & johnson lens was implanted as the replacement. No unplanned surgical interventions (such as vitrectomy, incision enlargement, or sutures) were required, and no medications beyond the standard of care were prescribed. The patient¿s status during the postoperative period was reported as normal; at two weeks post-op the refraction was +0.75 sphere 2./20. No further information was provided.

Manufacturer narrative:
Section h6: health effect - clinical code: 2140 glare surgical intervention required, 2140 visual disturbance- dysphotopsia- requiring surgical intervention. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.